Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump would be returned. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device, and the device will be returned for analysis.